Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced successfully. The patient was in stable condition post procedure and would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.